Event description:
Customer received a high blood glucose result of 354mg/dl on the suspect device. The customer went to the hospital where a result of 114mg/dl was received. Controls were not used. The device was replaced and requested to be returned for evaluation.